Manufacturer narrative:
This supplemental report is submitted to correct section h10 of follow up report #2. Upon evaluation of the returned suspect device, the reported problem of "no image" was confirmed and the cause determined to be a faulty ap board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty ap board. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
Olympus was informed of a report that the unit would not "accept" older olympus cyf-v2 scopes; when the older scopes were connected, the image was displayed intermittently. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional device evaluation information. At the direction of the customer, the suspect device was not repaired after an initial evaluation and the device was returned to the customer. The customer again returned the device to olympus for repair and an additional evaluation was performed. The reported problem of "no image" was confirmed and the cause assigned to a faulty dp board. The investigation is ongoing and the root cause has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the ap substrate failed due to an accidental failure of a component on the substrate. The ap substrate performs the drive of the charge coupled device (ccd) mounted on the analog scope and the preprocessing of the image read from the scope, and it is inferred that an image abnormality occurred due to this failure. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.